Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during an unspecified procedure, the graphix guidewire broke. The lesion being treated was in a calcified and tortuous left circumflex (lcx) coronary artery. As the physician was trying to advance the wire to the lesion location, the graphix guidewire fractured, outside of the body, approximately 1 foot from the end of the device. The physician removed the device without complications. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'ok'.